Event description:
The customer reported via phone call that the insulin pump has had multiple battery alarms. During troubleshooting; the battery icon and the alarm history were checked. There were a few battery alarms. Customer has changed the battery every 3 tp 4 hour for the past 2 days. The customer has cleaned the battery cap but alarm recurs. Blood glucose value is unknown. Customer was advised the insulin pump should be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.